Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under the electrodes. The skin condition was described as sores and a rash. The patient was prescribed a medicated pad. Upon follow up, the skin condition was described as being a lot better.